Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter concerned, and his findings show that the general condition of the lifter was good. However, on inspection of the leg release catch in question, he discovered that this was not locked in position; in this positon, it would enable the lifter to tip to one side when being used. The leg release catch was function tested and found to perform to specification. Based upon the report, the general conclusion is that the lifter was in good condition. However, the leg release catch, by not being in the locked position, would have contributed to the reported incident. It is recommended that all users of the trixie lift are made fully conversant with the correct procedure for locking the legs in position before use, as instructed in the operating instructions. The lifter in question was load tested to the safe working load (swl) by arjo and placed back in service as fit for purpose on the (B)(4) 2007.

Event description:
The carer was using the lifter concerned to move the pt from a chair to the bed when the lifter appeared to collapse to the left. The pt was lowered to the floor and no injuries were reported to the pt. As the lifter collapsed, the carer was struck by the lifter boom below her chest area thus causing bruising but medical attention was necessary. (B)(4).